Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 2.50x24mm stent delivery system was returned for analysis. A visual examination of the stent found damage. Stent strut rows at the distal end of the stent kinked and flattened. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery. After engaging the lesion with a 3.5 guide catheter , a guide wire was advanced to cross the lesion. Following pre-dilatation with a 2.5x15 balloon, a 2.50x24mm promus element plus was advanced for treatment. However, it was noted that the tip of the stent struts were lifted due to severe calcification in the vessel. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery. After engaging the lesion with a 3.5 guide catheter , a guide wire was advanced to cross the lesion. Following pre-dilatation with a 2.5x15 balloon, a 2.50x24mm promus element plus was advanced for treatment. However, it was noted that the tip of the stent structs were lifted due to severe calcification in the vessel. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.